Event description:
The pt tested blood glucose for a week on the suspect device and obtained readings of lo. Pt stopped taking insulin. Pt started to feel funny and had frequent urination and a tingling feeling. Pt went to the emergency room where pt's blood glucose tested at 590 mg/dl. Pt was given an IV and insulin shots.